Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4). It was visually inspected and pressure tested. Results: visual inspection of the expiratory limb revealed holes between the corrugations. The holes were located between approximately 4 - 9 cm away from the patient end connector. The inside surface of the tube appeared to be cracked and deteriorated. The pressure test showed that the circuit did not leak. A lot check was not performed as a lot number was not provided. However, only one other complaint of this nature was received for rt265 circuits in the past 12 months to the end of february 2015. Conclusion: we were unable to determine definitively the root cause of the damage. All rt265 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that an rt265 infant dual-heated evaqua2 breathing circuit had a pin hole in the limb. This was found during patient use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an rt265 infant dual-heated evaqua2 breathing circuit had a pin hole in the limb. This was found during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.